Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Angiographic images received confirmed the description of the event. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to the reported hematoma and pseudoaneurysms. The axera access system instructions for use (IFU) was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. Additionally, in the deploying the axera access device section, instructions to "apply gentle upward traction on the axera access device to seat the heel against the arterial wall. Confirm that the blood mark from the marker port has stopped or is substantially reduced" are included. The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is user error due to inadvertent removal of the device with the heel deployed.

Event description:
This was the physician's second case, a diagnostic procedure and the access site was correctly located. No calcium/tortuousity of the vessel was noted. The device was inserted, heel set and device pulled back, but first mark did not shut off. When asked whether the physician felt he had good wall apposition, he pulled back harder and the device came out of the artery. A circular hematoma (3-4 inches) began forming immediately and pressure was applied. The latchwire was cut and a 6f sheath inserted over the latchwire. Angiography revealed blood pooling around the sheath internally. The sheath was upsized to 7fr with manual compression continued throughout the case. Angiography post procedure revealed that the hematoma had resolved. Manual pressure was held for 20 minutes and there was no evidence of a hematoma. Forty five minutes later the pt presented with frank bleeding from the groin. Manual compression was applied. Ultrasound revealed 2 pseudoaneurysms (3.8 cm), which were treated with thrombin injections. The pt underwent planned CABG shortly after to treat left main disease and was discharged the week of (B)(6) 2012. There were no further clinical sequelae.